Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient's "whole product" was explanted, with it confirmed that the patient did not receive a 50% or more reduction in symptoms. It is unknown what troubleshooting was performed related to the event or what the cause of the event was. No further complications are anticipated.